Manufacturer narrative:
D8 and d9: device returned. The navio drill attachment, part number (B)(4), s/n (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was confirmed. The reported problem was visually confirmed. A bearing inside the long attachment came loose. A functional evaluation was performed. The reported problem was confirmed. A bur was inserted and removed into the long attachment, and was met with resistance during insertion and removal. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during instrument disassembly after a navio tka procedure, they were unable to remove the bur from the long attachment. They were finally able to get the bur out. No case involved.